Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is not responding towards sound.

Manufacturer narrative:
Additional information: based on the received information and in-situ measurements, a damage of the stimulator housing following an external impact to the device appears possible. However, to determine and confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation was carried out but the device has not been received for investigational purposes yet.

Event description:
The user is not responding to sound. Reportedly, the issue occurred just a few days after activation. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device (circuitry) to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason why the crack occurred cannot be determined, however, a review of the DHR has been performed and no abnormality was revealed, thus the device was released according to specifications. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user was not responding to sound. Reportedly, the issue occurred just a few days after activation. The user was re-implanted.